Event description:
It was reported that during a supply change the cartridge septum was torn, resulting in mild fluid leakage into the cartridge compartment that was sopped up, and the cartridge was discarded without impact to blood glucose. Symptoms included no adverse clinical effects. Outcomes included no change in therapy and no clinical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed evidence consistent with a damaged or compromised cartridge septum leading to leakage. It was concluded that the event involved a device component failure of the cartridge septum causing leakage, with no patient harm.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.